Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered 27 units of insulin and then stopped. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer drank juice to cover for the insulin. The customer got a no delivery alarm after the over delivery and was unable to clear the alarm. Troubleshooting was not completed as the customer was no longer connected to the pump. The insulin pump will be returned for analysis.